Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced two episodes of peritonitis. The cause of the peritonitis events was reported as due to a bacterial infection (unspecified). It was not reported if the patient was hospitalized for the events. Treatment for the events was not reported. At the time of the report, pd therapies were withdrawn and the patient was not recovered from the peritonitis. No additional information is available as the reporter declined to provide further information.